Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a peeling keypad was found, two keypad tears were found. The contrast and up buttons were unresponsive. Evaluation revealed that there was contamination present under all button contacts. A dim display with red hue characters was found. Audio bolus button cover was detached and not present. There was contamination present under audio bolus button contact. One battery compartment crack was found left of and tangent to bumper pad; battery cap not returned; test battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. In addition, it was reported that the keypad cover was observed to be thinning subsequent to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.